Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: product ID 694765 implantable tachy lead, implanted: (B)(6) 2010; product ID 4591 competitor implantable pacing lead, implanted: (B)(6) 2010; product ID 407652 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device lasted less than 5 years and exhibited a potential performance issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.